Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. A revision procedure was performed, and the cls was repositioned to resolve the reported event.